Manufacturer narrative:
Concomitant medical products: product ID: addrs1 ipg, implanted: (B)(6)2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to lightheadedness. A remote transmission indicated high and undefined impedance with and associated polarity switch to unipolar pacing and sensing on the right ventricular (rv) lead. It was noted that the impedance had been recently increasing per trending. In addition, the rv lead had high and unstable thresholds with loss of capture. Noise was noted on some ventricular episodes and a fracture was indicated. The lead was capped and replaced. No further patient complications have been reported as a result of this event.